Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation but failed to cross the lesion due to calcification. However, on the third inflation at nominal pressure for 30 seconds, the balloon ruptured. Neither a balloon nor a segment of the balloon detached inside the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. There was a pinhole in the balloon located at the proximal end of the distal markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation but failed to cross the lesion due to calcification. However, on the third inflation at nominal pressure for 30 seconds, the balloon ruptured. Neither a balloon nor a segment of the balloon detached inside the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.